Manufacturer narrative:
Insulin pump received with blank display, problem isolated to lcd board.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 129 mg/dl. The insulin pump was not exposed to moisture or damaged. Customer was using duracell alkaline. Customer used new battery, but the display did not return. The insulin pump not working. Insulin pump will be returning for analysis.